Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed one episode which appears to be fine ventricular fibrillation (vf) or air bubbles. Quick convert was delivered and successfully converted the patient. There appeared to be five seconds of asystole during this episode. This occurred a few hours after the implant procedure. Technical services (ts) discussed possible sources of the noise, such as air bubbles, given the time of event relative to the implant procedure. The physician decided to perform a revision procedure and utilized the pace/sense lead from the previous pacemaker. It was noted that there were no other events after this one, and the real-time device appears to be operating normally.